Event description:
Additional information indicates that this product was returned for laboratory analysis.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Subsequent information indicates that this product declared a battery status of elective replacement indicator (eri) due to extended charge times. Technical services (ts) receommended device replacement. At this time, no adverse patient effects have been reported.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis this report will be updated.

Event description:
Subsequent information indicates that this product was explanted and replaced.

Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had a reported monitoring voltage of 3.06 volts and a charge time of 7.9 seconds and a few months late had a monitoring voltage of 2.82 volts and a charge time of 16.1 seconds. There were concerns with the sudden drop in monitoring voltage and increased charge times. This product is not listed an any recent advisories. No adverse patient effects were reported.